Event description:
It was reported that the patient experienced peritonitis and subsequently died, coincident with peritoneal dialysis (pd) therapy. Prior to the event of death, the patient was hospitalized for another indication. While hospitalized, the patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The cause of peritonitis was unknown. Treatment for peritonitis was unknown. Outcome for the peritonitis was not reported and pd therapy was ongoing using manual supplies only. The patient died twenty two days after initial hospitalization. The cause of death was sepsis. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was hospitalized on (B)(6) 2015 for other indications and during that time, the patient acquired peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.